Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump buttons were slower to respond, frequent loss of connection with the sensor, and pairing failed alerts, shortened battery life lasting only 5-6 days, and received random no delivery alarms that required changing supplies and rewinding the pump to resolve. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn, unomedical, unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current test, and self-test. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus/thump. Unable to confirm pump alarmed insulin flow blocked alarm during normal bolus in pump downloaded history due to earliest pump history record is (B)(6) 2025. All buttons functioned properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump connected to the mini med mobile app successfully on both android and ios. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), serial number label missing, keypad overlay texture damage, missing display window cover, retainer knit line damage, partially broken retainer. However, the p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. All buttons functioned properly during test. No keypad anomaly noted. Confirmed the pump communicated with the mini med mobile app. No communication anomalies noted. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. No power errors noted and passed all required testing. However, confirmed retainer ring damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.